Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 419mg/dl. Customer alleged pump was the suspected cause of bg level. Upon follow-up, customer declined to perform a pump system check and reported that the issue had resolved and pump was performing as expected.